Manufacturer narrative:
The pump was not returned to mmdg therefore no evaluation was able to be completed. There was also no serial number provided to mmdg, so a manufacturing review could not be completed. Because mmdg did not receive the pump identifier, or the pump itself, no investigation was possible.

Event description:
The initial reporter stated that the pump failed to alarm when they clamped the tubing. They also stated that the bag "fell over and started to pump air." Mmdg did attempt to follow up with the initial reporter, but no additional information was provided. (B)(4).